Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a year after it was placed in the patient, when it was used in dialysis, the catheter's external short silicone extension tube at the blue side had ruptured and it had blood leak. The catheter did not separate into multiple pieces and no rupture dropped in the patient's body. The clamp was moved periodically. Nothing unusual observed prior to use. Flushing was done prior to use. The catheter had been used in different places for too long, so it could not be accurately detected if excessive force applied on the device and it could not be accurately detected if other products utilized with the device. There was no luer adapter issue. Cleaning agent was normally used on the device. Routine disinfection was performed on the device but exact name of cleaning agent used could not be provided. Cleaning agent was regularly switched with an unspecified cleaning agent over the life of the catheter. No ointment utilized at the exit site. Wound dressing was utilized but the exact name of wound dressing was unspecified. The wound dressing did not include any cleaning agents or antimicrobial properties. Patient was responsible for routine catheter maintenance. The product was removed, it was out of the body last time it was checked with the doctor and other brand of temporary catheter was implanted. There was unspecified amount of blood loss. Blood transfusion was not required. No intervention/treatment required due to the event. There was no reported patient injury.

Event description:
According to the reporter, a year after it was placed in the patient, when it was used in dialysis, the catheter's external short silicone tube had ruptured and it had blood leak. No rupture dropped in the patient's body. Nothing unusual observed prior to use. Flushing was done prior to use. The catheter had been used in different places for too long, so it could not be accurately detected if excessive force applied on the device and it could not be accurately detected if other products utilized with the device. There wasno luer adapter issue. Cleaning agent was normally used on the device. Cleaning agent was regularly switched over the life of the catheter. No ointment utilized at the exit site. The wound dressing did not include any cleaning agents or antimicrobial properties. Patient was responsible for routine catheter maintenance. It was replaced for the patient. There was unspecified amount of blood loss . Blood transfusion was not required. No intervention/treatment required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.